Manufacturer narrative:
The subject device was returned to olympus for evaluation. Inspection and testing of the returned device confirmed the reported probe damage error and tip break. A visual inspection on the received condition was performed on the device, and no tissue build up was noted. The ptfe pad (teflon pad) was inspected and found it was in good condition. The distal end of the device was inspected under a microscope and found the probe detached. The missing portion was not returned. The device was attached to the usg-400/esg-400 and a probe check was performed. The device failed the probe check and error code u509 occurred. Both switches were checked and found both switches were functional. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The tissue pad was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the probe damage error and the probe break possibly occurred because, during output in "seal & cut" mode, the probe came into contact with hard tissue, metal, or a surgical instrument. Consequently, a scratch was made on the probe. The probe then received an output load in "seal & cut" mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. The probe then broke when load was added. Alternatively, the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case where the user kept activating after cutting tissue). The tissue pad was then worn away, causing the non-insulated part of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in "seal & cut" mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. The probe then broke when load was added. However, a definitive root cause could not be determined. The device's instruction manual provides the following warnings, which may help to prevent the issue: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor field performance for this device.

Event description:
A nurse at the user facility reported that as soon as the subject device was plugged into the energy device, a probe damage error occurred, and the bottom of the tip broke off at the distal end of the device while in the patient. The surgeon noticed right away and retrieved the broken tip with a lap grasper. There was no patient impact. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
See update in h6 - type of investigation.

Event description:
Additional information was received regarding the reported event (when the subject device was plugged into the energy device, a probe damage error occurred, and the bottom of the tip broke off at the distal end): the intended procedure was a total laparoscopic hysterectomy (tlh). The procedure was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event. Information added to b5.